Manufacturer narrative:
The investigation into the purge leak ¿ pump issue has been completed. The pump was not returned for investigation. The root cause of the purge leak - pump is most likely due to a damaged sidearm based on the clinical description. However, no product or logs were returned to confirm location of the damage.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir."

Event description:
A patient of unknown age and gender presented with de-novo cardiomyopathy and was to receive hemodynamic support from an impella 5.0 cardiac pump. During pump setup in the operation room, the physician noticed purge fluid leaking from the purge filter. The automated impella controller (aic) showed a low purge pressure alarm immediately. Decision has been made to not implant the pump and replace it by a new impella 5.0 pump. The second device has been successfully delivered into the left ventricle.